Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) following breakfast and lunch, with a highest blood glucose (bg) of 261 mg/dl. The user had been announcing meals 30 minutes after eating, and education was provided on proper timing to avoid delayed corrections. Despite dosing, bg remained elevated in the 200s for several hours. The agent recommended changing the infusion site due to possible scar tissue interference. Blood glucose (bg) was corrected through the ilet corrective algorithm. No symptoms during the event were experienced, and no outside assistance, or medical intervention were reported.